Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device self discharged without the user pressing the shock button. The patient received the energy, as well as the physician who was touching the patient, received the unintended discharge of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.